Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient showed signs of overmedication which included sleepiness, and being too loose with minimal increase. Sub-therapeutic at dose was noted. The event/issue was noted as being intermittent. A (B)(4) and (B)(4) was performed. The results of the (B)(4) were indicated as being negative. The physician felt the issue was most likely related to the anatomic level of the catheter placement; and had doubted a device malfunction. The patient's pump and catheter were explanted and replaced. A distal portion of the patient's catheter had fractured, when the surgeon was removing the catheter from the canal. The fragment was retained. The patient had recovered without sequelae following the explant procedure. The pump and catheter were returned to the manufacturer for analysis. The drug administered via the pump was compounded baclofen (3,000.0 ug/ml, at 649.0 ug/day).